Event description:
The ortho summit sample handling system instrument did not pipette sample, and did not generate an error message. No death or serious injury was associated with this incident.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument, and found multiple collet clamps broken in the x-arm. Fse replaced collet clamps as part of preventative maintenance service, since the summit was due for the semi-annual pm. The instrument was tested without further problem, and was returned to expected operation.